Manufacturer narrative:
Analysis was performed by onsite service personnel which included visual inspection and functional testing of the device. The results of the analysis indicate the volume had been turned off by the user. Based on the results of the analysis, the product was confirmed to be operating per specifications, and the cause of the reported problem was the volume setting was turned off. The issue was resolved by adjusting the volume setting. A review of the service history for this device shows the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on an avalon fm20 fetal monitor indicating there was an alarm and no audible sound coming from the speaker. The device was not in use on patient at time of event, there was no adverse event reported.